Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated and the reported clip becoming caught in anatomy and positioning failure associated with leaflet grasping appears to be related to the reported imaging resolution poor as imaging was reported to be very poor; therefore, the reported poor image resolution resulting in difficult to remove and positioning failure were related to procedural circumstances. The reported unspecified tissue injury appears to be due to the difficulty removing the clip and thus related to procedural conditions. Tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage occurred during grasping. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was then advanced to the mitral valve and grasping was performed but the clip had difficulties grasping due to imaging being very poor. The clip became caught in the chords and caused a chordal rupture. Troubleshooting was performed and the clip was able to be freed. The physician decided to abort the procedure as the imaging was getting extremely worse. There were no clips implanted. Mr remained at 4. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.